Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain/cramping") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), dysgeusia ("metal taste in mouth"), dental caries ("tooth decay"), fatigue ("fatigue"), arthralgia ("joint pain"), menstruation irregular ("irregular menstruation"), dysmenorrhoea ("severe menstrual pain"), menorrhagia ("heavy menstrual bleeding"), dyspareunia ("pain during intercourse"), back pain ("severe back pain") and procedural pain ("painful post operative recovery"). The patient was treated with surgery (she underwent a surgery to remove hysterectomy with right salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the abdominal pain, alopecia, dysgeusia, dental caries, fatigue, arthralgia, menstruation irregular, dysmenorrhoea, menorrhagia, dyspareunia, back pain and procedural pain was resolving. The reporter considered abdominal pain, alopecia, arthralgia, back pain, dental caries, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, menstruation irregular and procedural pain to be related to essure. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain/cramping"), menorrhagia ("heavy menstrual bleeding / abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), loss of consciousness ("passing out") and bipolar disorder ("bipolar disorder") in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's past medical history included pre-eclampsia and miscarriage. Concurrent conditions included morbid obesity, asthma, uterine bleeding, vaginal discharge, dysfunctional uterine bleeding, cervix inflammation and endometriosis. Concomitant products included fluoxetine hydrochloride (prozac), omalizumab (xolair) and salbutamol (ventolin). On (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced alopecia ("hair loss"), dysgeusia ("metal taste in mouth / metal taste in mouth"), fatigue ("fatigue"), dysmenorrhoea ("severe menstrual pain / dysmenorrhea (cramping)"), dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse)"), the first episode of arthralgia ("joint pain"), tooth fracture ("tooth breakage") and tooth loss ("loss of teeth"). In (B)(6) 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required). In 2014, the patient experienced loss of consciousness (seriousness criterion medically significant). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), bipolar disorder (seriousness criterion medically significant), dental caries ("tooth decay"), the second episode of arthralgia ("joint pain"), menstruation irregular ("irregular menstruation"), back pain ("severe back pain"), procedural pain ("painful post operative recovery"), weight decreased ("weight loss over 100ibs"), pelvic pain ("pain") and abdominal pain lower ("right lower quadrant pain"). The patient was treated with surgery (she underwent a hysterectomy with right salpingectomy), surgery (ablation) and surgery (ablation). Essure was removed on (B)(6)2013. At the time of the report, the abdominal pain, alopecia, dental caries, the last episode of arthralgia, menstruation irregular, dysmenorrhoea, back pain and procedural pain was resolving, the menorrhagia, vaginal haemorrhage, dysgeusia, fatigue and dyspareunia had resolved and the loss of consciousness, bipolar disorder, weight decreased, pelvic pain, tooth fracture, tooth loss and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, bipolar disorder, dental caries, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, loss of consciousness, menorrhagia, menstruation irregular, pelvic pain, procedural pain, tooth fracture, tooth loss, vaginal haemorrhage, weight decreased, the first episode of arthralgia and the second episode of arthralgia to be related to essure. The reporter commented: current weight 165 lbs. Myosure : (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 48.1 kg/sqm. Most recent follow-up information incorporated above includes: on 12-jun-2018: pfs received and joint pain was added as event. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain/cramping"), menorrhagia ("heavy menstrual bleeding / abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), loss of consciousness ("passing out") and bipolar disorder ("bipolar disorder") in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's past medical history included pre-eclampsia and miscarriage. Concurrent conditions included morbid obesity and asthma. Concomitant products included fluoxetine hydrochloride (prozac), omalizumab (xolair) and salbutamol (ventolin). On (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced dysgeusia ("metal taste in mouth / metal taste in mouth"), fatigue ("fatigue"), dysmenorrhoea ("severe menstrual pain / dysmenorrhea (cramping)"), dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse)"), the first episode of alopecia ("hair loss"), tooth fracture ("tooth breakage") and tooth loss ("loss of teeth"). In october 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required). In 2014, the patient experienced loss of consciousness (seriousness criterion medically significant). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), bipolar disorder (seriousness criterion medically significant), the second episode of alopecia ("hair loss"), dental caries ("tooth decay"), arthralgia ("joint pain"), menstruation irregular ("irregular menstruation"), back pain ("severe back pain"), procedural pain ("painful post operative recovery"), weight decreased ("weight loss"), pelvic pain ("pain") and abdominal pain lower ("right lower quadrant pain"). The patient was treated with surgery (she underwent a surgery to remove hysterectomy with right salpingectomy), surgery (ablation) and surgery (ablation). Essure was removed on (B)(6) 2013. At the time of the report, the abdominal pain, the last episode of alopecia, dental caries, arthralgia, menstruation irregular, dysmenorrhoea, back pain and procedural pain was resolving, the menorrhagia, vaginal haemorrhage, dysgeusia, fatigue and dyspareunia had resolved and the loss of consciousness, bipolar disorder, weight decreased, pelvic pain, tooth fracture, tooth loss and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, arthralgia, back pain, bipolar disorder, dental caries, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, loss of consciousness, menorrhagia, menstruation irregular, pelvic pain, procedural pain, tooth fracture, tooth loss, vaginal haemorrhage, weight decreased, the first episode of alopecia and the second episode of alopecia to be related to essure. The reporter commented: current weight 165 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 48.1 kg/sqm. Most recent follow-up information incorporated above includes: on (B)(6) 2018: events: "abnormal bleeding (vaginal), weight loss, hair loss, pain, loss of teeth, passing out, tooth breakage, right lower quadrant pain, bipolar disorder, did not undergo essure confirmation test", reporter added from pfs. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.